Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported that during a surgery performed on (B)(6) 2020 using the msp metatarsal shortening system, the screwdriver tips broke off into the head of the locking screw. The broken tips were removed from the patient. No patient complications were reported.